Event description:
Customer reported that the vibrate function on his insulin pump was not working. Customer's blood glucose was 210 mg/dl. Troubleshooting found the insulin pump did not vibrate during the vibrate test. The customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was unable to vibrate self test due to broken vibrator black wire. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.